Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
The device was explanted over one year later for reported normal battery depletion. The device was returned for analysis over three months after explant.

Event description:
Boston scientific received information that a medical personnel contacted boston scientific technical services (ts) and stated that the pacemaker portion of the device was not functioning and the patient had transient ischemic attack (tia) stroke symptoms. Ts advised them to have the device interrogated by a field representative. The field representative was unable to obtain any additional information. No additional adverse patient effects were reported.